Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient's temperature was not cooling on the arcticsun device. The flow rate was 1.1 l/min, the patient's temperature was 36.1c, and the target temperature was 33c. Per troubleshooting with ms&s, the nurse disconnected and reconnected the pads with no change in flow. The nurse was then advised to take off the fluid delivery line, run diagnostics, and reconnect the pads one by one. The flow rate was still reading low. Ms&s then recommended changing out the device first and if the flow rate was still low to then change the pads. After an hour, the flow rate was noted at 1.9l/min with the second device and the patient temperature was decreasing.

Manufacturer narrative:
The reported event could not be confirmed. A potential failure mode could be ¿poor flow¿ with a potential root cause of ¿improper storage causing crushed pad, pad dimples, and/or pad lines¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿

Event description:
It was reported that the patient's temperature was not cooling on the arcticsun device. The flow rate was 1.1 l/min, the patient's temperature was 36.1c, and the target temperature was 33c. Per troubleshooting with ms&s, the nurse disconnected and reconnected the pads with no change in flow. The nurse was then advised to take off the fluid delivery line, run diagnostics, and reconnect the pads one by one. The flow rate was still reading low. Ms&s then recommended changing out the device first and if the flow rate was still low to then change the pads. After an hour, the flow rate was noted at 1.9l/min with the second device and the patient temperature was decreasing.